Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 1627487-2021-19452. It was reported the patient was experiencing pain at the lead site. As a result, the patient underwent surgical intervention to reposition the leads. During the procedure the leads migrated resulting in the leads being explanted and replaced resolving the issue.

Manufacturer narrative:
Event date is an estimate.